Manufacturer narrative:
A field application specialist (fas) went on site and reviewed the error logs and the patient results. He observed that the patient was entered into the system manually, without a barcode. Another sample was loaded on the system at the same time. The fas ran the other sample on the advia centaur cp thcg assay and obtained a result of approximately 20000 miu/ml after dilution. It appears that there was a mix up in the samples. No further evaluation of the device is required. The limitations section of the instructions for use states: "all in vitro assays can generate erroneous results, both clinically false positive results (test results suggesting a condition that is absent) and clinically false negative results (test results failing to identify a condition that is present). Test results alone are not diagnoses of medical conditions. For example, low titer elevations of hcg can occur in normal nonpregnant subjects. A physician's diagnosis involves evaluation of the test result in conjunction with, and in the context of, the patient's medical history, physical examination, and other test results-sometimes in consultation with other medical experts."

Event description:
Customer observed an elevated advia centaur cp total hcg (thcg) result for a patient that did not match the clinical picture of the patient. The patient was re-drawn and the result was negative. The initial, elevated result was reported to the physician who questioned the result. The patient stayed in the hospital waiting for curettage until the second result was available. There are no reports that treatment was altered or prescribed of adverse health consequences due to the elevated advia centaur cp thcg result.